Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka had been performed on (B)(6) 2023, the patient experienced pain and an unusual feeling. A revision surgery was performed on (B)(6) 2023 to address this adverse event. Furthermore, only the patella (gns ii biconvex pat 23mm) was exchanged and the other implants remained. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6. The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested supporting clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. Reportedly, the patient underwent a revision with exchange of the patella component due to ¿pain and an unusual feeling,¿ approximately 3 months after a total knee arthroplasty was performed. It was further communicated, that all other components were retained. Per case correspondence ¿the surgeon doesn't think products failure.¿ the patient¿s current health status was not provided. Therefore, no further clinical/medical assessment can be rendered. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history of the previous 12 months revealed a similar event for the listed device; this similar event reported the same harm but no sufficient information about the failure mode was provided, so this event could not be associated with the reported event. This failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.